Manufacturer narrative:
The reason for this complaint was to report the spring clamp breaking during the primary surgery. Based on the released date the instrument may have been in service for over 4.6 yrs. The healthcare professional indicated there was a 20 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to djo surgical for examination on 10 jun 2016. It was noted the instrument was not inspected prior to use. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. A review of the product complaint report history showed there have been 3 previous investigations against this lot # 50488l03. Visual examination of the returned insertr/extrctr femur trial epik femur (kmedic (B)(4)shows the spring loose and malfunctioning. The reported condition could possibly be a result, root cause, of heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to instrument instructions for use (IFU) (B)(4) "recommendations for the care and handling for djo surgical instruments. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.

Event description:
Primary surgery - the spring clamp broke.